Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported product quality problem (irregular texture) could not be confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Additionally, returned device analysis identified scraped teflon along the entire length of the device. There is the potential some of the teflon remains in the patient as it cannot be seen on angiography. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a restenosed lesion in the second obtuse marginal (2nd om) coronary artery. The 190 ht bmw universal ii guide wire was advanced; however, an unspecified balloon catheter, ivus catheter, and an unspecified stent delivery system met difficulty to cross through the guide wire due to a sticky sensation. Another non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified scraped teflon along the entire length of the device. There is the potential some of the teflon remains in the patient as it cannot be seen on angiography. No additional information was provided.